Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: the product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. A review of imagery was performed, and the following was observed: 26mm s3u valve post-deployment (B)(6) 2022. Viv post deployment (B)(6) 2023. Native valve for target deployment. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur IFU was reviewed. Precautions noted in the IFU include the following: 'safety and effectiveness have not been established for patients with the following characteristics/comorbidities: non-calcified aortic annulus'. Device migration, paravalvular leak, and valve regurgitation are known potential adverse events. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak and central regurgitation were unable to be confirmed as relevant imagery and/or medical record was not provided for evaluation. However, the complaint for migrated was confirmed with the provided imagery. A review of DHR, lot history, and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted within an aortic insufficiency native valve (native annulus with none/minimal calcification). The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, so it was off label operation for this case. As reported, 'approximately 4 months, 12 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to pvl, central ai, and migration. The migration was approximately 5mm ventricular and appeared to be leaking over the skirt.' As there are no specific IFU or training materials related to native aortic valves with none/minimal calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. It was noted in the proctor review that the mode of failure was due to aortic insufficiency. The transcatheter heart valve relies on native annular calcium to securely anchor to the annulus, so lack of minimal and/or non-uniformly distributed calcification of the native valve or leaflets could contribute to valve migration. As such available information suggests procedural factors (minimal/non-uniform calcification (off-label)) may have contributed to the reported complaint event. As there are no specific IFU or training materials related to native aortic valves with none/minimal calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU ), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, it's reported that the valve had migrated about 5mm ventricular. Additionally, the imagery provided was not enough to do full evaluation to confirm the severity of pvl. However, it's possible that the valve migration compromised the sealing between thv skirt and the landing zone leading to paravalvular leakage. As such available information suggests that procedural factors (valve migration) may have contributed to the reported event. As there are no specific IFU or training materials related to native aortic valves with none/minimal calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU ), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. The imagery provided was not enough to do full evaluation to confirm the severity of the reported regurgitation. In this case, it's reported that the s3u valve migrated ventricular. It's possible that the migration of the s3u valve resulted in the conduit leaflets hanging over and covering the outflow of the s3u valve, resulting in reduced coaptation of the s3u leaflets. As such available information suggests that procedural factors (valve migration) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 months, 12 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to pvl, central ai, and migration. A valve in valve was performed successfully with a 26mm sapien 3 ultra valve.